Manufacturer narrative:
One opened contact lens case was received from the customer, which contained two lenses. One sealed blister was also received. The lenses meet company standards for base curve, center thickness, and diameter. One lens received revealed surface tear. There was not enough solution from the 1 sealed blister to measure ph and conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 our affiliate in (B)(6) received a call from a patient (pt) who reported that he/she was diagnosed with keratitis ou while wearing the acuvue oasys brand contact lenses. The pt reported that he/she experienced os discomfort immediately upon insertion on the 2nd day of contact lens wear. The pt reported that upon removal of the lens, he/she noted a tear down the center. The pt also reported od discomfort from the same lot number and box of product. The pt reported that the os discomfort continued and the pt presented to the hospital for evaluation on (B)(6) 2016. The pt reported at that time, he/she was diagnosed with keratitis ou and was given prescriptions for tobramycin 1 drop every 2 hours and artificial tears 1 drop every 2 hours. The pt reported that the os is feeling better, but he/she continues to feel discomfort. The pt reported that he/she has a follow-up appointment on (B)(6) 2016. The pt also reported that he/she replaces the lenses monthly, ¿sometimes a little longer and does not sleep in the lenses.¿ the pt reported that he/she ¿uses saline to rinse the lenses nightly and a multipurpose solution to clean lenses weekly.¿ on (B)(6) 2016 additional information was received from the pt as follows: the pt reported that he/she had a follow-up appointment on (B)(6) 2016 and was told that the keratitis was improving, but he/she was ¿developing a conjunctivitis, (while not wearing lenses).¿ the pt reported that he/she was told to continue tobramycin drops until finished. The pt reported that he/she had another follow-up appointment next week for discharge. Calls were placed to the pts treating eye care provider (ecp) but no additional information has been received. The pt reported that he/she discarded the suspect lens. This report is filed for the pts event for the os event. The pts od event will be reported in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ktjb was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.